Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported, that in february 2024. The patient got up from the couch and felt a "snap", followed by ineffective stimulation. Upon further investigation, system diagnostics recorded high impedances on the right lead. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.